Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experience hypoglycemia. Customer's blood glucose value was 50 mg/dl, 56 mg/dl and treated with glucose. Customer went into auto mode and calibration required and then an hour later said change sensor. Customer reports the calibration icon shows a decreased time remaining. Customer declined troubleshoot for decreased timing. The device will not be returned for analysis.